Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2011-05394. The pt received his scs system on (B)(6) 2011 including an ipg and paddle lead. It was reported the pt lost stimulation on one side. When an sjm rep began to reprogram him, he felt some discomfort at the ipg site. X-rays were taken and the lead had migrated downward. Limited contacts can only be used or the pt will experience dorsal root stimulation or abdominal stimulation. The pt also experiences pocket heating whether the stimulation is on or off. The pt is scheduled to discuss the next course of action with his doctor. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.